Event description:
An attempt was made to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the left coronary which exhibiting 85% stenosis and severe calcification. It is reported that the lesion was first pre-dilated successfully using a sprinter legend balloon (3 times at 11atm for 10s) but the endeavor resolute device could not cross the lesion due to calcification. The stent had been prepped prior to use with no issues reported. The physician concluded the event was not related to the device. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube was kinked. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th, 5th, 10th, 11th, 12th and 13th proximal segment and the 5th, 10th and 11th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: lesion morphology - 85% stenosis and severe calcification. Stent deformation. Stent deformed. (B)(4).